Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intra-peritoneal (ip) vancomycin (2g) and fortum (1g) (frequency not reported). The cause of the peritonitis is unknown. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.